Event description:
According to the reporter: nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: gastrectomy.according to the reporter: after inserting the abdominal cavity, the trocar fractured. Surgery:laparoscopic resection for gastric carcinoma. No harm to the patient. The surgery time did not extend by more than 30mins. There was no tissue damage, no unanticipated tissue loss, and no blood loss over 500cc. No device component fell into the patient&#39;s cavity.